Event description:
Patient reported "I have been having issues with one of my implants since I had my augmentation". Affected side left. Patient later reported capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient later reported left side rupture.

Event description:
Healthcare professional reported current left capsular contracture as baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "I have been having issues with one of my implants since I had my augmentation". Affected side left. Patient later reported capsular contracture, baker grade unknown. Healthcare professional reported current left capsular contracture as baker grade iii. Patient later reported left side rupture. Device has been explanted.